Event description:
On (B)(6) 2025, a spontaneous report was received via email regarding a 43-year-old female who used the honey pot menstrual cup. On approximately (B)(6) 2024, the consumer started using the honey pot menstrual cup (size 2) during her menstruation cycle for approximately 6 months. On an unspecified date in (B)(6) 2024, the consumer noted the tab on the cup broke off while she was trying to pull it out. The cup became stuck inside her and she immediately went to the emergency room (ER) for product removal assistance. The ER did not give any diagnostic tests. She was discharged the same day without prescriptions or referrals. She discontinued use of the product.

Manufacturer narrative:
As no lot number was provided by the consumer an investigation with the manufacturer was not possible.